Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been "running ketones constantly" despite changing out the infusion set site. The customer's blood glucose level was 165 (mg/dl) and the cause of the ketones was unknown. A bolus was delivered. Reportedly the customer had an alternate pump for insulin therapy.